Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the serial number was not provided by the complainant. Device history record (DHR) review was conducted for the reported disposable device lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation (date unk). After the procedure, the pt was discharged home, but reported "abdominal pain." The pt returned to the hospital (date unk) and was diagnosed with a bowel burn. The physician decided to perform a hysterectomy. We have been unable to obtain additional information surrounding this event.